Event description:
During the saphenous vein harvesting procedure, blood was leaking into the vaso view 6 dissection tip. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.